Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent an endovascular repair for in-stent reocclusion of the left superficial femoral artery using gore® viabahn® endoprosthesis with heparin bioactive surface (5mm x 15cm). The patient tolerated the procedure. On (B)(6) 2018, occlusion of the endoprostheses was suspected during ultrasound examination. There was no blood flow distal to the bifurcation of the left superficial femoral artery and the left deep femoral artery, and it was considered that the endoprostheses were occluded. On (B)(6) 2018, thrombectomy was performed using fogarty catheter, and blood flow was recovered.